Event description:
It was reported that during a bowel resection procedure, tip broke off in patient while device was in use. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.